Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent system was used to treat a mildly tortuous and severely calcified lesion located in the mid lad. The lesion exhibited 70% stenosis. There were no abnormalities in relation to the anatomy. The device was inspected with no issues. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device, however excessive force was not used. It was reported that the resolute onyx failed to cross the lesion. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using two medtronic devices. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
There was a kink on the catheter 25cm distal to the strain relief. The stent was positioned between the markerbands but not meeting specifications due to deformation at the proximal end. Deformation was evident to the 18th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.